Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to a out-of-range pace impedance measurement greater than 3,000 ohms. A week and a half later, a stored presenting electrogram (egm) showed noise with oversensing. Subsequently, this pacemaker was explanted and replaced, and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.